Manufacturer narrative:
The hillrom technician found the power cord needed to be replaced. Physical damage of a cord would be readily noticeable to the user. The user would notice any integrity issues with the surrounding insultation (outer covering) when plugging or unplugging the device into the electrical outlet. If found to be damaged, the power cord and device would be immediately removed from use. The power supply cords, by design, meet (iec 60601-1-6 usability standard), (iec 60245-1:2003, annex a, designation 53) or (iec 60227-1:1993, annex a, designation 53). Additionally, specific electrical safety standards apply to each product and subsequent applicable usability testing. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this device. A replacement power cord was sent to resolve the reported event. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the device had power cord damage with exposed copper wires. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).